Event description:
Per the clinic, it was reported that the patient underwent a surgical procedure under general anesthesia on (B)(6) 2026 where incision and drainage with washout was performed. The patient was also treated with oral and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection, swelling and fluid accumulation around the receiver/stimulator site. The patient was subsequently treated with a pressure headwrap, antibiotics therapy (specific type, date and duration not reported), and surgical intervention requiring a three-night inpatient hospital stay (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.